Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited a failure alarm, check clutch. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Date returned to mfg: 12/12/2023. Additional information was received, the event occurred during use. One device was received for evaluation. Visual inspection found no damage. A review of the event history log found ¿check/plunger error¿ and ¿primary audible error¿. Functional testing was able to duplicate the reported problem. It was determined that the malfunctioning plunger, plunger tube, and lcd display were the root cause. The service history review identified no indication that the complaint was related to a service of the device within the review period.